Event description:
Customer reported having issues with her sensor. The sensor is three days old. Customer kept receiving calibration and change sensor alerts. Customer's blood glucose at the time of the event was 377 mg/dl. Customer's current blood glucose is 241 mg/dl. She was advised of proper sensor insertion and calibration methods. During the call, customer also stated that she had a low blood glucose in the 40s, but the sensor did not alert her to the low. Customer declined troubleshooting for low blood glucose. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer's report number 2032227-2014-63266.